Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and air was found to be mixed in near the three-way stopcock. Immediately after inserting the vizigo short into the patient's body, air was found to be mixed in near the three-way stopcock at the time of air removal. The issue was handled by replacing the vizigo. No air was introduced into the patient. No medical intervention was required and the patient has not exhibited any neurological symptoms since the procedure was completed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).